Manufacturer narrative:
Unable to confirm serial number. Phone number provided (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported network outages in multiple clinical units. The system / network was in use monitoring multiple patients in multiple clinical units. No adverse event involving any patients or user was reported.

Event description:
The customer reported a loss of data for multiple patients in different units. The central station was in use monitoring multiple patients in multiple clinical units. No adverse event involving patient or user was reported.